Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) for gastrointestinal /pelvic floor therapy. The family member reported their aunt¿s device was implanted up in her thigh and ¿wasn¿t right¿. The caller did not have further details. No further complications were reported.